Manufacturer narrative:
No button error alarm noted. Insulin pump had an intermittent button response on up and down arrow due to corroded keypad traces. Insulin pump had a broken reservoir tube lip, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube, cracked case at display window corner, minor scratches on lcd window, cracked lcd window and stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that they had trouble with the up and down arrow buttons not working. Customer stated that the insulin pump may have been exposed to sweat when working out. Customer's blood glucose reading at the time of the call was 118 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.